Manufacturer narrative:
This supplemental report is being submitted to provide off-site testing results, the device evaluation results and the endoscopy support specialist¿s (ess) investigation. The scope was sent to an independent laboratory for microbial testing. The scope tested negative for growth. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical evaluation. A visual inspection on the scope was performed and found no signs of foreign material/substance/stain or damage inside the instrument channel, biopsy port, and suction port when inspected with olympus boroscope and telescope test equipment. There was also no sign of foreign substance/materials found with the insertion tube, bending section cover, bending section cover glue, distal end cover, light guide lens/glue, and objective lens/glue. In addition, there was no sign of missing parts from the scope and the scope passed the leak test. The service group noted a critical buckle of the insertion at the control body side. A review of the instrument service history found that the scope was serviced six times since purchased on november 6, 2013. The scope was last serviced on june 21, 2018. The scope was repaired and returned to the user facility. The dents and scratches to the distal end cover and the scrape marks inside the biopsy channel wall are most likely attributed to improper handling. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched for an in-service to observe the user facility¿s reprocessing practices and to also provide training in reprocessing. The ess observed the following deviations: brushing was not being conducted inside the water but slightly outside of the water, which was corrected by the ess. The olympus suction cleaning adaptors were sometimes soaked in rapicide or would be put inside the medivator for cleaning. The ess also observed that the user facility did not have any air/water channel cleaning adaptors on hand which would indicate they have a limited supply and or possibly are not utilizing the adaptors. The reprocessing personnel was observed to be not using gloves when going to get the scope which is a concern for cross-contamination. Furthermore, the user facility had developed their own drying system in house by hanging the scopes up and connecting the scopes to either compressed or medical grade air. The user facility utilizes scope buddy from medivator and the medivator dsd 201. The cause of the reported positive scope culture could not be conclusively determined, however, based on olympus¿ investigations insufficient reprocessing and user handling of the scope cannot be ruled out as contributory factors to the reported event. The reprocessing manual states, ¿all channels of the endoscope, including auxiliary water channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿ also, ¿if the endoscope is not cleaned meticulously, effective disinfection or sterilization may not be possible. Clean the endoscope and accessories thoroughly before disinfection or sterilization to remove microorganisms or organic material that could reduce the efficacy of disinfection or sterilization.¿ section 5.2 states the aw channel cleaning adapter is needed to perform pre-cleaning. ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air/water channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds.

Manufacturer narrative:
The cause of the reported event could not be determined at this time as the device evaluation is still in progress. The device will be sent to an off-site independent laboratory for microbial testing and ethylene oxide (eto) sterilization. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the user facility¿s reprocessing practice and to provide reprocessing training and is still in progress. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that three scopes cultured positive (bacteria is unknown) after reprocessing three different times. One of 3 scopes.